Event description:
Event verbatim [preferred term] ended up with burns, a couple times, severe/ blistered up [burns second degree], fell asleep wearing them [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date and ongoing at least every other day for severe back problems. The patient medical history included inoperable spinal stenosis. The concomitant medications were not reported. The reporter stated she really wish a timer or heat sensor can be put on wraps with an alarm. Her husband fell asleep wearing them and ended up with burns, a couple times, severe. They shew his back, blistered up, matching the design of heat cores on wraps. They worked for him, he loved them, and will not give them up. The reporter was constantly checking his sleeping body on the couch to make sure he's not wearing one. The reporter stated her husband wore a back wrap at least every other day. His doctor knew he used these wraps. Her husband's doctor knew he used this many wraps and it was okay. The action taken for the product was not changed. The events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (30jul2018): new information received from a contactable consumer reporting on behalf of her husband included: suspect product details, medical history, event details and action taken. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] ended up with burns, a couple times, severe/ blistered up [burns second degree] , fell asleep wearing them [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date and ongoing at least every other day for severe back problems. The patient medical history included inoperable spinal stenosis. The concomitant medications were not reported. The reporter stated she really wish a timer or heat sensor can be put on wraps with an alarm. Her husband fell asleep wearing them and ended up with burns, a couple times, severe. They shew his back, blistered up, matching the design of heat cores on wraps. They worked for him, he loved them, and will not give them up. The reporter was constantly checking his sleeping body on the couch to make sure he's not wearing one. The reporter stated her husband wore a back wrap at least every other day. His doctor knew he used these wraps. Her husband's doctor knew he used this many wraps and it was okay. The action taken for the product was dose not changed. The events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer reporting on behalf of her husband included: suspect product details, medical history, event details and action taken. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, and final report was unticked. Company clinical evaluation comment based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) ended up with burns, a couple times, severe/blistered up (burns second degree), fell asleep wearing them (device use error). Case narrative: this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date and ongoing for severe back problems. The patient medical history and concomitant medications were not reported. The reporter stated she really wish a timer or heat sensor can be put on wraps with an alarm. Her husband fell asleep wearing them and ended up with burns, a couple times, severe. They shew his back, blistered up, matching the design of heat cores on wraps. They worked for him, he loved them, and will not give them up. The reporter was constantly checking his sleeping body on the couch to make sure he's not wearing one. The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Fell asleep wearing them [device use error], ended up with burns, a couple times, severe/ blistered up [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date and ongoing at least every other day for severe back problems. The patient medical history included inoperable spinal stenosis. The concomitant medications were not reported. The reporter stated she really wish a timer or heat sensor can be put on wraps with an alarm. Her husband fell asleep wearing them and ended up with burns, a couple times, severe. They shew his back, blistered up, matching the design of heat cores on wraps. They worked for him, he loved them, and will not give them up. The reporter was constantly checking his sleeping body on the couch to make sure he's not wearing one. The reporter stated her husband wore a back wrap at least every other day. His doctor knew he used these wraps. Her husband's doctor knew he used this many wraps and it was okay. The action taken for the product was dose not changed. The events outcome was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (30jul2018): new information received from a contactable consumer reporting on behalf of her husband included: suspect product details, medical history, event details and action taken. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, and final report was unticked. Follow-up (22may2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts are possible. No further information is expected. Comment: based on the information provided, the events of "burn blisters" "fell asleep wearing them" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.